Event description:
It was reported that during a lap anterior resection: first cdh29a was fired by the mo, and hcp mentioned that the stapler cut through the donut but no staples were formed. Anastomosis was re-done and second cdh29a was requested by hcp again and this time fired by senior reg / ac. Everything went fine. Hcp mentioned the mo probably didn't fired through the washer. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 442a62. Additional information was requested, and the following was obtained: could you please provide more details for "no staples were formed"? Surgeon mentioned when he removed the stapler after firing, he realized the staples were not fully formed. Did the device staple? As mentioned by surgeon, he said the handle did close down and he believed the stapler is fired. Was the staple line complete? Pertaining to this question, what do you mean by staple. Line complete? Staples were not fully formed, so I believed staple line is not completed. Were there any staples missing from the staple line? Yes, I believed there were some staples missing as staple line was not fully formed. What was the shape of the staples (b-formation, irregular, legs straight)? Incompleted b-shape. Did the device cut? According to the surgeon, the device did cut. Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. Only anvil half washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.